Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an exposed needle tip inconclusive due to poor sample condition. One 20 ga x 0.75 in safestep infusion set was provided for evaluation. The safety mechanism was returned fully advanced over the needle tip. One photo sample of a 20 ga safestep infusion set was also provided. The safety mechanism appears to be partially advanced with the distal section of the needle still exposed. The condition of the safety mechanism could not be inspected from the image. Manipulation of the needle and safety did not result in dislodgement or unsafe exposure of the needle tip. Microscopic inspection of the needle revealed it to be properly captured within the safety mechanism. Based on the description of the reported event, possible contributing factors include incomplete advancement of the safety mechanism. Since the needle was not found to be exposed and no apparent damage to the safety mechanism was noted, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that, "when pulling the needle after the infusion, the needle tip was still exposure." No other information was provided.

Event description:
It was reported that, "when pulling the needle after the infusion, the needle tip was still exposure." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.